Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the guide wire fractured during removal and two fragments of the tip remain in the pt's foot. The lesion being treated was calcified and approx 80-90% occluded and was located in the anterior tibial and dorsalis pedis arteries. No tortuosity was noted. The physician used a 6f introducer sheath and a 0.017" viperwire firm guide wire to access the lesion. He performed three successful runs at low speed for 30 seconds each with a 1.5 cm solid crown oad with 30 second breaks between each run. No kinks had been noted in the guide wire, and no resistance was noted during its removal. Follow up angiogram showed that two pieces of the wire tip remained in the pt's foot. The physician elected not to retrieve them as blood flow past them was sufficient, and there were no adverse symptoms. The pt's foot "looked good" since the procedure despite the retained wire fragments. The procedure was successfully completed with this device. The pt remains in stable condition. Add'l info has been requested regarding this event.